Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported failure was not duplicated. No power or lock-up discrepancies were observed. Several on / off cycles and charge-pak insertions were performed and proper operation was observed. The customer received a replacement device.

Event description:
It was reported that a device in a wall cabinet was displaying the charge pak, low power and service icons. This is indicative of a device that may not power on. The reporter attempted to power on the device; however, only a clicking sound could be heard. The charge pak was then removed and re-inserted. The charge pak icon was then displayed and the device was powered on. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.